Event description:
A customer reported that during a cataract extraction procedure, a pt experienced an anterior chamber collapse and posterior capsule rupture during irrigation and aspiration (I/a). The customer indicated a single use product was re-used. Add'l info has been requested. This is the first of two medical device reports for this facility.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).